Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. No physical damage to the pump or evidence of moisture ingress was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/05/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed a drastic battery voltage drop within 12 hours leading to a cs 128 call service alarm. Current draws measured within specifications. No errors, alarms, warnings, or overheating was duplicated during testing. The pump case was removed and no evidence of intermittent connections was found on the power circuit. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and faded.